Event description:
Customer reported imprecise meter readings on her adc meter of 37mg/dl and 400mg/dl obtained within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the 'c' zone, showing the difference in values is considered clinically significant. The customer is visually impaired and was not able to read the meter's serial number. In addition, the customer reported experiencing hypoglycemic symptoms as a result of this issue. The customer did not wish to complete the medical surgery. No serious injury or self-treatment was reported, no third party medical intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.